Event description:
It was reported that the user experienced an occlusion alert on the ilet while performing a full supply change, observed air bubbles in the cartridge, encountered an unable to proceed message during priming, and noted insulin leakage when removing the cartridge with a blood glucose value of 401 mg/dl, after which the user changed to a new cartridge and successfully resumed insulin delivery. The infusion set was teflon and placed on the leg, and the continuous glucose monitor (cgm) showed high glucose without symptoms, consistent with an obstruction of flow associated with the connector/coupler. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow and a deformation problem associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised to monitor glucose for trend improvement after resuming delivery and a goodwill order of infusion sites was placed.

Manufacturer narrative:
Initial.